Event description:
It was reported that in (B)(6) 2014 post implant, the ventricular lead caused diaphragmatic stimulation. The lead was explanted and replaced on (B)(6) 2015. The patient was well during and following the procedure.

Manufacturer narrative:
(B)(4).